Event description:
The pt was being fed through a gastrostomy tube using a pump. At 7:00 am on 04/11/97, the pump was turned on, but not infusing at a sufficient rate. The rptr stated the pump stopped working; there were no alarms. The pt did not get fed, resulting in a slight drop in blood sugar level. Six oz of orange juice were given. There was no illness, injury or medical intervention resulting from the event. One pt involved.

Manufacturer narrative:
Pump delivered within specifications. Complaint of 25 was not confirmed.